Manufacturer narrative:
Unable to power on pump or perform any functional testing due to a bent battery tube spring. Pump also received with cracked case behind the pump at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer's blood glucose value was 12.3 mmol/l at the time of the incident. Customer will return device for analysis.